Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
It was reported that a "no disposable clamp tubing" alarm occurred. Upon restart, the pump alarmed again "no disposable pump will not run". Settings were reviewed, the pump was turned off and tubing clamped. The cassette was removed and tubing was assessed for air and kinks. Air bubbles were present in the line. Cassette was tapped on a hard surface and reattached. The pump was turned on and restarted. Display read run at the end of the call. No patient injuries were reported.